Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing a pouch of code c0058646 (novosyn violet 2/0 (3) 6 x 45 cm) and batch 725076 whereas the box was labeled as c0058445 (novosyn violet 3/0 (2) 5 x 70 cm) and batch 725157. We assume that the operation of clean line was not performed correctly, and one pouch of product labeled as c0058646 and batch 725076 was added to a box of pouches of code 0058445 and batch 725157. As no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that the mix-up was the one informed by the customer, assuming an isolated box. The personnel involved have been informed of this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the clean line operation between the two manufacturing orders during the product conditioning in the manufacturing line was not performed correctly. Final conclusion: considering that the product received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the box received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during preoperative preparation, it was discovered that the specifications were different. There is no sample history for the different specification, so it is possible that one pc was mixed in with the box.